Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-16819. It was reported that the patient came into clinic for an unrelated procedure. During the procedure, the physician noted the right atrial (ra) lead was dislodged and the right ventricular (rv) lead's slack was pulled out. The ra lead was explanted, and slack was added to the rv lead. The patient was stable.

Event description:
New information notes no product return.